Manufacturer narrative:
The 1 pending device was not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; the issue was confirmed. Section h codes have been updated.

Event description:
This report summarizes 20 malfunction events, where it was reported the devices experienced inadequate patient restraint. There were 10 events with patient involvement; no adverse consequences were reported.

Event description:
This report summarizes 20 malfunction events, where it was reported the devices experienced inadequate patient restraint. There were 10 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 9 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 10 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.